Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis did confirm the customer comment of damaged case, both the upper and lower cases were broken. Analysis also found the high rate cover, one control knob, one control knob spring, one side bail cover, one side bail and the caution label were missing, that the battery drawer, one side bail cover and ring cover were broken, that the serial number label was torn and the interconnect flex was replaced as a preventive due to the damage around the rate potentiometer. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).

Event description:
It was reported that the external pulse generator (epg) had a damaged case. The epg will be returned for repair. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis.